Manufacturer narrative:
(B)(4). The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: I dosed 4.0unit slowly holding knob and button together x 4 times. The app recorded 2.0 unit, 2.0 unit and 2.0 unit and 2.0 unit. The leadscrew rewind properly. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0 unit was dialed and dosed until the screw reached max extension. In conclusion: inpen produce false doses in the app log during testing. The customer complaint of inpen app logging different amount was confirmed. Per edmond sardariani san diego investigation: the root cause of the fault on the device was not associated with the electronic and it appeared that the encoder assembly (pattern wheel, contact board and the spring contacts) were somehow worn out, perhaps due to excessive force of rotation. As a result the encoder signals were very noisy and the firmware was not able to detect the encoder transitions properly.

Event description:
Information received by medtronic indicated that the insulin pen had dose log inaccuracy was not giving correct dose. Customer also reported that the insulin pen app shows incorrect amounts from what was dosed on the pen. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.